Manufacturer narrative:
Addition information indicates surgical intervention was undertaken on (B)(6) 2026 where lead was disconnected from the ipg. There are no issues with the lead therefore the lead is not reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Addition information indicates surgical intervention was undertaken on (B)(6) 2026 where lead was disconnected from the ipg. There are no issues with the lead therefore the lead is not reportable.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.